Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. See h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had incidents of infiltration and the skin was difficult to puncture. The following information was provided by the initial reporter: material no: 381444; batch no: 8344630. It was reported incidents of infiltration and difficulty with skin puncture.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. New jersey (nj), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had incidents of infiltration and the skin was difficult to puncture. The following information was provided by the initial reporter: material no: 381444, batch no: 8344630. It was reported incidents of infiltration and difficulty with skin puncture.